Event description:
The event is reported as: complaint alleges: the catheter slipped out due to a deflated balloon. No consequence for the pt.

Manufacturer narrative:
Sample not received in time for this report.